Manufacturer narrative:
(B)(4). Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that two ecr60d reloads were returned unfired. In addition, the reload (a)'s pan was noted to be partially dislodged from the left proximal side. The reload (b)'s pan was noted to be distorted (damaged) at the right proximal side. No staples or drivers were noted to be missing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge to reload (a). The condition of reload (b) is also possible that handling by the customer could damage the reload. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that after opening the packing, the surgeon noted that it is very difficult to install the cartridge. Changed another device to complete the procedure. There was no patient consequence reported. No additional information could be provided.